Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump was not exposed to extreme temperatures. But a temperature alarm occurred. Customer was unable to clear the alarm. And reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 185 mg/dl.